Event description:
The customer reported to olympus, that the endoscopic image on the endoeye flex deflectable videoscope momentarily blacked out during the therapeutic laparoscopic procedure. The image is affected while performing angle operations. The device was being used with the visera elite video system center during the procedure. There was no procedural delay and the patient was not under sedation. The procedure was completed successfully with the same set of equipment. No patient harm was reported. Related patient identifiers : the customer reported, that this failure occurred on more than one occasion. (B)(6) corresponds to the occurrence that was observed the week of (B)(6) 2023 (exact date unknown). And (B)(6) corresponds to the occurrence that was observed at the end of february 2023 (exact date unknown).

Manufacturer narrative:
The device was returned and evaluated. And the customers allegations were confirmed. And the screen blacked out when angled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: as a result of disassembling the scope, it was confirmed that the image sensor cable was kinked inside the bending section of the insertion section. It was also confirmed that the image sensor cable was kinked by non-destructive inspection (fluoroscopy). As a result of checking the resistance value of the image sensor cable with a tester just in case, it was confirmed that the image sensor unit cable and the overall shield were shorted and thought to have led to the blackout. It is possible that the kink of the image sensor cable went through excessive torsion, bending, or other stress that exceeded expectations. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the inspection method for the suggested event is described as follows in 3.8 inspection of the endoscopic system in the operation manual. ¿inspection of the endoscopic image¿ confirm that the wli and nbi endoscopic images are normal 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.